Event description:
Boston scientific received information that this pacemaker was observed to be in safety mode prior to an implant procedure. No adverse patient effects were reported. The device was never used.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the device was performed. Visual observation of the device case noted no anomalies. Interrogation of the device confirmed that the device was in safety mode. Review of stored device memory revealed the presence of four fault messages. The device was then reset to normal operation and was interrogated without any issues. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, the device passed all tests except the real time clock. This failure is expected due to the device being in safety mode. The cause of the device being in safety mode was unable to be determined.